Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided

Manufacturer narrative:
(B)(4). Catalog #00597206529, nexgen all poly patella, lot #60382198. The following products were manufactured by zimmer inc. (B)(4): catalog #00576401552, nexgen lps-flex gsf femoral component, lot #60512005; catalog #00596403210, nexgen lps-flex fxd articular surface, lot #60533423. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain, swelling and possible allergic reaction to implants. A revision has been scheduled for (B)(6) 2015.